Event description:
Procedure performed: robotic assisted prostatectomy. Event description: more details will follow tomorrow after my visit. Retrieval bag with jammed metal clasp in the guide bead was retrieved through the alexis with great effort and sensitivity. According to the current status, the patient was not harmed. Additional information received by applied medical representative on 5jan23: I was able to speak with the user today and received the following additional information: he noticed when pushing the actuation rod forward that it was much more sluggish than usual. The same was noticed when retracting the actuation rod. The free metal clasp on the guide bead was pulled into the 12 mm [brand name redacted] trocar when the introducer sheath was removed and could then be retrieved through the alexis without coming into contact with any of the patient's organs. Videos of the event are available and sent via teams to you. It is unknown what happened to the other support unknown whethere the white cap that holds the prongs in place, come out of the tub. Intervention: retrieved through the alexis with great effort and sensitivity. Patient status: no harm to the patient.

Manufacturer narrative:
The event unit was returned for evaluation, along with an additional unit. Visual inspection of the event unit confirmed the complainant¿s experience of a detached bag with an exposed support. Upon closer inspection of the exposed support, the exposed end was observed to be non-conforming. No visible non-conformances were observed on the additional unit. Based on the condition of the returned unit, it is likely that the reported event was caused by a missing bend at the end of the support. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: section h6 has been updated. The component code has been updated from 553 (bag) to 504 (prong). The device code has been updated from 4045 (premature separation) to 2907 (detachment of device or device component).

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: robotic assisted prostatectomy. Event description: more details will follow tomorrow after my visit. Retrieval bag with jammed metal clasp in the guide bead was retrieved through the alexis with great effort and sensitivity. According to the current status, the patient was not harmed. Additional information received by applied medical representative on 5jan23: I was able to speak with the user today and received the following additional information: he noticed when pushing the actuation rod forward that it was much more sluggish than usual. The same was noticed when retracting the actuation rod. The free metal clasp on the guide bead was pulled into the 12 mm [brand name redacted] trocar when the introducer sheath was removed and could then be retrieved through the alexis without coming into contact with any of the patient's organs. Videos of the event are available and sent via teams to you. It is unknown what happened to the other support unknown whethere the white cap that holds the prongs in place, come out of the tub. Intervention: retrieved through the alexis with great effort and sensitivity. Patient status: no harm to the patient.